Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician successfully implanted a taxus express2 2.5x24mm drug eluting stent to the 99% stenosed lesion located in the mid right coronary artery (rca). A 2.5x20mm taxus express2 drug eluting stent was then advanced to the distal rca, but was unable to cross the lesion. Upon removal, it was noted that the stent edge was lifted up. The procedure was completed with a different device, unk type and size. No pt complications occurred. Pt status post procedure is noted as good.